Event description:
It was reported that the pt experienced loss of therapeutic effect including increased spasticity, feeling feverish, paresthesia and was admitted to the emergency room. Per the reporter, device troubleshooting was performed by hcp and the pump system is functioning properly. A follow-up report will be sent if add'l info becomes available to us.